Event description:
The patient's age and gender were unknown. The target lesion was in the proximal lad. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. A heartrail 6f jl3.5 catheter was engaged and a rinato wire crossed the lesion. Pre-dilation was conducted with a tazuna: 1.25/15mm ptca balloon and a bp22: 3.0/10mm ptca balloon. A cypher select+ (3.0/13mm: complaint product) was delivered to the target lesion, but it would no cross the target lesion due to the calcified lesion. The physician tried to retrieve the cypher select+ into the gc, but the proximal edge of the stent became caught on the tip of the catheter and the stent dislodged onto the wire between left main trunk and the proximal lcx. Therefore, the sds of the cypher select+ was retrieved from the patient and a tazuna: 1.25/15mm ptca balloon was delivered inside the dislodged cypher select+ stent and the stent was safely deployed within the proximal portion of the target lesion. A promus: 3.0/15mm stent was then implanted to cover the distal portion of the target lesion. The procedure was finished successfully. The patient is in stable condition. The sds will not be returned for analysis because it was discarded in the hospital. The physician did not indicate any anomalies prior to use. The physician did indicated that the guiding catheter might have not engaged coaxially with the left main trunk.

Manufacturer narrative:
The stent remains implanted and the sds was discarded at the hospital and therefore will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15118284 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Fpi and process monitoring for crossing profile and stent retention test results were reviewed and no anomalies were found. Based on the available information and as reported, the calcified vessel/lesion characteristics appear to have contributed to the failure of the cypher select plus to cross the lesion. The outlined withdrawal process per the instructions for use indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. This procedural factor along with vessel take-off and guide catheter position appears to have contributed to the stent dislodgement. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Inflation device: everest, gw: rinato, gc: heartrail 6f jl3.5, bc: tazuna 1.25/15mm, bp22 3.0/10mm, sheath: terumo's, stent: promus 3.0/15mm the product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.